Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -4.50/2.0/180 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. Refractive surprise was observed. On (B)(6) 2024 the lens was explanted. On the same day different surgery a replacement lens of the same model, size but different power was implanted. The replacement resolved the problem. Cause was reported as a patient related factor.